Manufacturer narrative:
(B)(4). It is unknown if the device was implanted/explanted. It was noted that only the thin debris was received. (B)(6). Manufacturing location: (B)(4). Manufacturing date: 24september2015. Expiry date: 01september2025. No non-conformance reports were generated during production. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported there was an open reduction internal fixation (orif) surgery of distal humeral fracture. A variable angle locking compression plate (va-lcp) distal humeral plate was used. During insertion of the locking screw it was noted there was debris, shaped in thin thread; it is unknown if this was from the screw or the plate. No surgical delay was reported. No adverse consequences were reported. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
An investigation summary was attempted. The investigation of the complaint articles has shown that: an empty package of article 412.107s with lot 8650204 was received. Further undefined debris was returned in a separate package. Based on the received information, the device history record could be research, but no other investigation was possible. The cause of this undefined debris could not be defined due the fact that the screw nor the plate were returned for investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.